Event description:
It was reported on (B)(6) 2025, that the patient experienced an allergic reaction to the adhesive from the electrode - patch - universal 2 channels. The allergic reaction left a scar on the patient's chest and led the patient to report to the emergency room (ER). Additional information was attempted to be obtained however, was unsuccessful.

Manufacturer narrative:
It was reported that the patient experienced an allergic reaction to the electrode - patch - universal 2 channel. He electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.